Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it was disposed of. It is unknown if the intestinal tube contributed or if the surgery was in the general location of the intestinal tube; however the intestinal tube remained in place and therapy continued until (B)(6) 2017. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient in (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Starting in (B)(6) 2017 the patient had an episode of intestinal twist and perforation that required surgery. The patient had 3 episodes of intestinal torsion and perforation. On (B)(6) 2017 the patient had a cardio circulatory arrest and died. The area of the bowel that twisted and perforated was unavailable. The event occurred 3 times requiring surgery. It is unknown if the intestinal tube contributed or if the surgery was in the general location of the intestinal tube; however the intestinal tube remained in place and therapy continued.